Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that they received an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported that they received an error code 240.4150. There was no patient involvement.

Event description:
The customer reported that they received an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 240.4150. Technical support- 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/08/2018 to the present date 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
(B)(4).